Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power loss alarm while battery was out for over 10 minutes. Customer's blood glucose level was 61 mg/dl. Customer received multiple power loss alarms even though they replaced the battery. Customer was advised that the internal back up battery has failed and cannot be charged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected power loss alarm noted and the sleep currents are within specification. The insulin pump passed self test and displacement test. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.